Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir and tubing had air bubbles in the past. Customer reported approximate size of air bubbles were long and some were little ones. During troubleshooting, customer stated they don not allow insulin to warm to room temperature prior to filling the reservoir. No harm requiring medical intervention was reported. The device is not expected to return for analysis.